Manufacturer narrative:
The device was received fully deployed with the pink slide insert in the viewing window of the top housing. Investigation of the needle mechanism found no damages or defects that could result in the needle not deploying. The bottom housing cannula window and e-seal were checked for damages and no issues were observed. The download data shows the device completed the priming sequences as well as the bolus shot and remained operating until being deactivated at pulse 1785. No drive stalls or timeouts were observed in the pod data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure. Blood glucose levels reached 400 mg/dl.